Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 231.1 mcg/day) via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that the hcp called from the emergency room on (B)(6) 2016. The patient had an alarm that occurred every hour and had minor spasticity return symptoms. The patient's caregiver believed the pump was empty. The pump was interrogated and it showed that it had been empty since (B)(6) 2016. The patient was treated with oral baclofen until the pump could be refilled. The patient's status was alive with no injury at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.